Event description:
It has been reported to philips that the left side of the flexvision monitor was black and the system was unable to be used. No harm has been reported to philips.

Manufacturer narrative:
Philips has investigated this complaint. The philips field service engineer (fse) inspected the system onsite and confirmed the reported problem. Review of log files could not confirm the reported problem. The fse was able to reset the converter by disconnecting it and plugging it back in. After maintenance, the system was returned to use in good working order. There was no reoccurrence of the issue. The codes were updated based on the investigation outcome.